Event description:
Pt reported loss of restriction and suspects a leak. Dr is unable to withdraw nearly as much saline as is injected into band. (Pt refused to provide permission to contact her physician at this time.)